Manufacturer narrative:
The investigation has been completed for the reported issue of pump did not start. The product was not returned. The root cause of the pump did not start was determined to be use related since they attempted to start outside the body. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon insertion the pump failed to start. The procedure was completed using a new device. The patient survived the procedure.